Event description:
The user facility reported an unknown terumo jacky catheter was used during the uncomplicated cardiac catheterization procedure. Per letter from law office, autopsy and cardiac catherization record: the patient was found to have a 1.1.cm perforation of his left ventricle. The patient with multiple chronic illnesses comes to the hospital complaining of shortness of breath for about two weeks. The patient undergoes a cardiac catheterization procedure to see if the shortness of breath is due to blockages in his coronary arteries. In the procedure they access his right radial artery, take pictures of his left and right coronary arteries, measure blood pressures in different chambers of his heart. The doctor opts not to perform a left ventriculography, since the patient is due to have an echocardiogram (another test using ultrasound on his heart) at another time. They remove the catheter, as well as all other concomitant equipment, they place a tr band on his wrist. The procedure is completed. From the time the patient was in the procedure room to procedure completion was 21 minutes. The patient was walking to the bathroom several hours later and that is when he experienced a cardiac arrythmia and collapsed to the floor where he was coded ( tried to be brought back to life) CPR was performed ( chest compressions, and mechanical ventilation) for over thirty minutes and the patient died. The physician who performed the procedure, gave a legal statement where he believed that the patient experienced the arrythmia due to his pre-existing cardiomyopathy and not from a perforated heart muscle. Arrythmias are a natural risk of having uncontrolled cardiomyopathy. In his medical opinion he believed that the perforation in the patient's heart that was noted on autopsy was caused by the chest compressions during CPR, in which, it is likely that the heart experience trauma. Area of heart/time/pressure: lv (s/d/e) (pressures mmhg) 15:37 149/ -11/12; 15:37 109/ -10/6; 15:37 162/ -7/9. Ao (s/d/m) (pressures mmhg) 15:37 133/58/86; 15:32 111/97/103; 15:32 -/-/-. Vital signs during the procedure (time/heart rate/ blood pressure (mmhg) (systolic- diastolic - mean)/ oxygen saturation/ respiratory rate): 15:25/ 84/ 204\74\117/ 94/ 16; 15:29/ 79/ 173\81\112/ 92/ 16; 15:34/ 79/ 158\77\ 104/ 89; 15:39/ 78/ 165\80\106/ 91.